Event description:
Registered nurse (rn) noticed that the prismax deaeration chamber was empty, she adjusted it and then noticed after that the patient's fluid removal volume for the last hour was 42 when it was set at 25. She called continuous renal replacement therapy certified nurse (crrt cn) to trouble shoot. It was then noticed that there was fluid in the drip well on the bottom of the prismax. It's unknown how long the fluid was there for. We cleaned up the fluid, unable to determine its source, and the pfr for the current hour slowly started decreasing. We further inspected the circuit to see if we could isolate where the fluid came from and then noticed that the filter was not filled all the way with dialysate and looked a bit dry towards the top, and the patient's blood in the tubing looked unusually dark in color. We'd never seen this so we called csl to see if they have. When she got up we made the collective decision to change the circuit thinking there's probably a crack in the filter or something. Manufacturer response for hf20 set for crrt, (brand not provided) (per site reporter).